Event description:
It was reported that the lead exhibited high pacing impedance. Lead insulation was suspected. The patient received a shock for vt. No noise was seen. The patient will be monitored. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.